Manufacturer narrative:
Bed located in biomed no injury was reported. Allegation that the head hi/low was slowly drifting down. Checked the hi/low head down value. Replaced the head hi/low valve to resolve this issue.

Event description:
Complaint alleged that the head hi/low was slowly drifting down. No alleged injury or incident.